Manufacturer narrative:
The affected sample was inspected upon receipt. The bipolar cord was cut to just be a pigtail. Electrical testing confirmed poor continuity in the device. The inspection showed burn marks on the v-cutter. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. The v-cutter on the retention sample was fully intact. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, they were unable to coagulate on one side of the electrode. The product was changed out. The surgery was completed successfully.